Event description:
An optician reported that following implantation of an intraocular lens (iol), the haptic did not "expand". The lens was removed through an enlarged incision. The pt was left aphakic and will have a secondary surgical procedure. To place a scleral fixated lens at a later date. The surgical procedure was delayed by ten minutes. An unapproved viscoelastic and cartridge were used during the procedure. Additional info was received from the surgeon who indicated that the haptic was noted to be broken following insertion of the iol and the lens was removed. An anterior vitrectomy was performed at the time of the original surgical procedure.

Manufacturer narrative:
The product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Product history records were reviewed for the iol and all documents indicate the product met release criteria. Product history records could not be reviewed for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was provided, which indicated an unapproved cartridge was used, the handpiece info is unknown, with an unapproved viscoelastic. The root cause is most likely related to a failure to follow the dfu. Account used an unapproved cartridge with an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).